Event description:
It was reported that during the neurovascular procedure in the left acoma (anterior communicating artery) a long sheath and distal access catheter were used with a guidewire to bring the microcatheter to reach the location and delivery the subject stent. Friction was encountered inserting the subject stent into the microcatheter and the subject stent could not be delivered within the microcatheter. Additional information received from cic (complaint intake center) on 08-oct-2024, clarified that the subject stent deployed prematurely within the tail of the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was returned within a microcatheter. The stent was found to be stuck inside of the microcatheter/hub. The stent delivery wire sdw was found to be kinked/bent. The stent was found to be deformed. The stent introducer distal tip was intact. The catheter was kinked/bent. Stent deployed prematurely during use functional test not applicable as it was confirmed during visual inspection. The stent difficult/unable to advance or pullback through catheter and stent difficult/unable to transfer functional test not applicable as stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent deployed prematurely during use' was visually confirmed during inspection of the microcatheter shaft. The reported 'stent difficult/unable to advance or pullback through catheter' and 'stent difficult/unable to transfer' could not be replicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that the operator 'used a guidewire to bring microcatheter to reach the location to transfer the stent. When delivered the stent to go into microcatheter friction was encountered. Used high pressure heparin sodium saline to flush with pressure adding but the stent was still not able to be delivered in microcatheter. So withdrew the products and replaced the products. A product condition update was provided which stated that 'after the stent got stuck, the operator tried to retract it out and the stent was then left at tail of microcatheter, and part was inside hub' the stent was returned for analysis fully deployed with part of it visible inside the hub of the microcatheter and the remainder inside the shaft of the microcatheter. The stent was no longer loaded on the stent delivery wire (sdw). Once removed from the microcatheter shaft, the stent was noted to be deformed, mainly at the distal (open cell) end. The stent delivery wire (sdw) was returned and was kinked/bent including towards the distal end of the wire. The introducer sheath was also returned and was undamaged. Given the event description and the condition of the analyzed device sub-components, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap caused by the proximal sheath movement. The user will then experience increased friction/resistance while attempting to advance the stent into the microcatheter, resulting in damage to the stent and sdw. Attempting to remove a stent which had become stuck inside a microcatheter shaft can lead to the stent becoming deployed inside the microcatheter shaft. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the as reported 'stent difficult/unable to transfer', 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use and as analyzed stent deployed prematurely during use, sdw kinked/bent and 'stent deformed' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use

Event description:
It was reported that during the neurovascular procedure in the left acoma (anterior communicating artery) a long sheath and distal access catheter were used with a guidewire to bring the microcatheter to reach the location and delivery the subject stent. Friction was encountered inserting the subject stent into the microcatheter and the subject stent could not be delivered within the microcatheter. Additional information received from cic (complaint intake center) on 08-oct-2024, clarified that the subject stent deployed prematurely within the tail of the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.